Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported it was difficult to read the graduated marks on the barrel of the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 400051, lot 0083149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 0083149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd® plastic nrfit¿ syringe had scale marking issues. The following was received from the initial reporter: the customer mentioned that during testing of the device he and his colleagues found it difficult to read the graduated marks on the barrel of the syringe against the background of the plunger tip when aspirating small volumes of anaesthesia medication.